Event description:
An olympus representative reported to olympus on behalf of the customer that the hd 3cmos autoclavable camera head had an image abnormality issue (sandstorm) during a therapeutic procedure when connecting to the otv device. The intended procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed, reproduced, and found to be due to cable failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that poor communication occurred due to cable failure and the image was not displayed. The cause of the cable failure could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be disconnected. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be disconnected. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be disconnected. While using, hold the camera head, not camera cable and operate the endoscope. The camera cable could be disconnected. Never fix the camera cable using forceps. The camera cable could be disconnected. Never pluck the video connector holding the camera cable. Excessive force is applied to the camera cable and the camera cable could be disconnected.¿ olympus will continue to monitor field performance for this device.